Manufacturer narrative:
The complainant was contacted for return of the device or device logs. The device or device logs have not been returned to zoll for evaluation. This claim will be closed no product returned. G1: contact information was updated.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)# - the complete UDI# was not provided.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was making an unusual noise. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.